Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the sensor patch; no issue was observed. The watermark was observed at the base of the sensor tail indicating sensor tail properly inserted. The sensor data was extracted successfully using an approved software. The sensor was found to be in sensor state is 5 and event logs 3 and 4 were observed. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint. The device history records (DHR) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54 mg/dl compared to readings of 325 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.